Event description:
It was reported to boston scientific corporation that an upsylon device was used during a total vaginal hysterectomy with right salpingectomy, robotic-assisted sacro colpopexy, rectocele repair, and lynx sub urethral sling, and cystoscopy procedure performed on (B)(6) 2019, for the treatment of pelvic organ prolapse, stress urinary incontinence and urethral hypermobility. On (B)(6) 2022, the patient underwent a series of procedures due to vaginal apical mesh erosion, dyspareunia and pelvic pain, and recurrent anterior vaginal vault prolapse. During the procedure, it was found that there were dense adhesions of the small bowel and colon to the left lateral pelvic sidewall and the posterior cul-de-sac. Approximately 25-30 minutes of lysis of adhesions and enterolysis were performed to safely mobilize the bowel out of the pelvis so that the mesh excision could be performed. Once the bowel was mobilized, the mesh was identified and tracked down to the vagina. Mucus discharge was noted toward the left apical aspect of the vagina, consistent with the area of mesh erosion. Multiple gore-tex stitches and mesh were found to be eroded through the apex of the vagina. During dissection of the mesh, it was noted that the mesh had eroded into the vagina and into the posterior aspect of the bladder. The mesh finished being dissected from the anatomy and then multiple layers of the bladder mucosa were reapproximated. Additionally, an ovarian cyst was identified and removed. There were no patient complications reported.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 5, 2022, was chosen as the best estimate based on the revision date. Block h6: imdrf patient code e2006 captures the reportable event of mesh erosion. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf patient code e2330 captures the reportable event of pelvic pain. Imdrf impact code f19 captures the reportable event of excision of previously placed mesh. Imdrf impact code f1901 captures the reportable event of ovarian cystectomy.